Manufacturer narrative:
Initial.

Event description:
It was reported that the user was unable to remove a connector on the device and attempted to pry it off with a knife, which tore a piece of the connector; the user had not twisted the connector as instructed and chose to defer further action until assistance was available. No clinical signs, symptoms, or injury during the event reported. Outcomes included no health consequences or impact. Customer care agent performed investigative communication with the user and analysis of information provided by the user, including review of a photograph. Investigation of this case revealed a failure to disconnect involving the connector/coupler, with a mechanical problem identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.